Event description:
Caller reported a pump malfunction identified as malf 12. There was no reported impact to the customer¿s blood glucose level, as it was unknown or declined to be answered if it exceeded 500 mg/dl. Customer was advised to switch to multiple daily injections (mdi) as backup therapy, and tandem technical support arranged for a pump replacement, instructing the caller on how to store and return the faulty pump.